Manufacturer narrative:
A device history records review could not be performed as the device lot number is unk. The delivery device was not returned; therefore, a product eval could not be performed. According to the surgeon, the alleged haptic damage was likely caused by a loading error.

Event description:
The surgeon reports performing cataract surgery of the left eye with attempted implantation of the akreos mi60lus intraocular lens using the viscoject 2.2 lens injector system. According to the surgeon, the lens haptic tore during injection of the lens, creating a rough edge. The surgeon also reports that once the lens was placed in the capsular bag, it appeared to be in place and well centered. However, during the irrigation and aspiration (I/a) process, the surgeon noted that the lens was titled posteriorly, due to a posterior capsule tear. The lens was removed intraoperatively and an anterior vitrectomy was performed. A different lens was implanted. Preoperatively, the pt's best corrected visual acuity (bcva) of the left eye was 20/40. Postoperatively, after intervention, the pt's uncorrected visual acuity (ucva) in the left eye is 20/50. According to the surgeon, the pt has elevated intraocular pressure and uveitis. Reference MDR # 1119279-2011-00040.